Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately seven years, eight and a half months following a transcatheter aortic valve replacement, the patient presented to the emergency room with cough and progressive orthopnea and was found to have volume overload, bilateral pleural effusions, pericardial effusion, and severely reduced left ventricular ejection fraction of 15¿20%, and was admitted for acute on chronic congestive heart failure with hypotension. The patient tested positive for coronavirus infection. The patient received intravenous and oral diuretic medication and potassium, and ace inhibitors were withheld due to hypotension; and a thyroid hormone medication once daily was also administered. Cardiac catheterization showed no significant coronary artery stenosis and medical therapy was recommended. Transthoracic echocardiogram showed severe prosthetic aortic valve stenosis (max/mean gradient 50/35 mmhg), severe functional mitral regurgitation, and a small pericardial effusion. Computed tomography angiogram chest showed no pulmonary embolism and bilateral pleural effusions. Chest x-ray showed an enlarged cardiac silhouette with suspected cardiomegaly and/or pericardial effusion and basilar airspace disease with suspected atelectasis. The event required inpatient hospitalization. Approximately one and half months later, a valve-in-valve with leaflet modification was performed successfully. The patient was discharged home with outpatient cardiology follow-up. The outcome was reported as resolved with no sequelae.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the initial valve was implanted in the native annulus at an implant depth of 7 mm on the non-coronary cusp and 9 mm on the left coronary cusp by aortography.